Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient stated the issue has been ongoing for approximately a year. A company representative met with the patient and confirmed the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected date: the explant date was inadvertently reported incorrectly as (B)(6) 2018. The correct explant date is filed in this report.

Event description:
Additional information received identified that surgical intervention was undertaken (B)(6) 2018 wherein the ipg was explanted and replaced with a rechargeable ipg.

Event description:
Follow-up information received identified that the patient has effective stimulation post-operatively.